Manufacturer narrative:
Correction: date of event updated b3: date of publication medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Journal article: real-world reasons and outcomes for 1-month versus longer dual antiplatelet therapy strategies with a polymer-free biolimus a9-coated stent authors: guglielmo gallone, fabrizio d'ascenzo, giacomo boccuzzi, et. Al. Journal: catheter cardiovasc interventions year: 2020 reference: doi: 10.1002/ccd.28757. There is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted. The aim of the study was to evaluate dapt strategies and associated outcomes for the polymer-free biolimus eluting stent (pf-bes) in a wide population of real-world patients undergoing pf-bes pci, to provide insight on the optimal dapt duration following pf-bes implantation. Patients were stratified according to dual antiplatelet therapy (dapt) strategy at discharge (planned 1-month vs. Planned >1-month). Primary outcomes of the study were patient-oriented composite endpoints of death, mi, target vessel revascularization and device-oriented composite endpoints of cardiac death, target vessel-mi, target lesion revascularization. Resolute onyx coronary drug eluting stents were among the devices used. Clinical outcomes included all cause death, cardiac death, mi, stent thrombosis (definite or probable), target vessel revascularization (tvr), target lesion revascularization (tlr) and bleeding.